Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4241245. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle is slow to retract. The following information was provided by the initial reporter: customer reports additional issues, as follows: "our nursing manager just told me that the outpatient department had more of the 20ga. Catheters have the slow delay and the retraction was pulling the tubing out with the needle, but it is not every catheter. It happened on wednesday, (B)(6). The lot numbers right now are #4241245 and #4255290, she is going to check with all the other departments and let me know. My question is what do you want me to do?" Additional info 19 nov 2024: will you confirm the item number-is it bd item 382633? Yes, this is the item. Were there any adverse events to the patient or clinician due to these issues? No event, just had to stick again. How many occurrences happened with lot 4241245- slow retraction occurrences? 1 retraction pulling the tubing out with the needle 1 how many occurrences happened with lot 4255290- slow retraction occurrences? 1 retraction pulling the tubing out with the needle? 0 could you please confirm if all the issues identified with these two lots occurred on 11/13? If not, could you specify any additional dates when incidents occurred, even if the exact dates are unknown? Additionally, please provide the number of occurrences per failure for each event date. Right now, this is the only event date with these occurrences, there were a total of three.